Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating with the server. A technical support specialist (tss) verified that the database (db) size was normal (8048 mb) and drive space was normal and no power failures were found. Tss found maintenance logs showed purge and deletion running; last error was on 2025-08-27. Tss found data synchronized logs had no retries, and the station had been communicating for several days. Event viewer showed no critical kernel power events. The issue had occurred because the station remained disconnected beyond the 14-day change tracking retention limit, requiring manual recovery. After recovery, the station was functioning normally, and no further issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.